Manufacturer narrative:
(B)(6). Investigation summary: "material #: 368607 lot/batch #: 4010904. Bd had not received samples, but 1 photo was provided for investigation. The photo shows the device packaging, confirming the lot number. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, blood is leaking from the non-patient sleeve into the tube holder and pooling in the tube stoppers. No impact was reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-oct-2024. D4: UDI#: (B)(4). H11 investigation summary: material #: 368607; lot/batch #: 4010904. Bd received 9 samples and 1 photo for investigation. The photo shows an unused device and packaging confirming the lot number. The customer samples were evaluated by functional draw testing and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. Additionally, 10 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, blood is leaking from the non-patient sleeve into the tube holder and pooling in the tube stoppers. No impact was reported.